Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle single use aspiration needle not able to retract back to the sheath. The issue occurred during a therapeutic endobronchial ultrasound. In turn, the procedure was prolonged procedure for less than thirty minutes. There were no reports of patient harm.